Event description:
It was reported that the device was used during a splenectomy procedure. It was reported by the rep that the prw35 stapler would not properly form the staples. A 2nd stapler was opened. The same event occurred with the 2nd stapler. To complete the closure, the staples were bent by a pick-up to secure the staple. The staplers were discarded because of patient disease. There was no patient consequence.